Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02941, 3005099803-2010-02942, 3005099803-2010-02940, and 3005099803-2010-02944 for the other associated device information. It was reported to boston scientific corporation that five extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2010 on a (B)(6) female (patient weight and identifier are unknown). According to the complainant, during the procedure five 9-12mm extractor balloons burst when inflated to 9mm while sweeping stones from the common bile duct. All five balloons were successfully pre-inflated prior to insertion into the scope. It was confirmed that no pieces of any of the five balloons detached inside the patient. The procedure was completed with a 12-15mm extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device, therefore the manufacture and expiry dates are unknown. The complainant indicated that the device was disposed of, therefore no analysis of the suspect device could be performed. A DHR review could not be performed as the lot number is unavailable. A review of the complaint's database revealed a neutral trend for this defect type. The most probable root cause of balloon burst is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).